Event description:
(B)(4). Event occurred in the united states. The patient reported tubing pulled out of the infusion set port and it got detached at quick release. Reportedly, the patient was running high as tubing fell out. The patient blood glucose levels were high in 240's. The site location was abdomen/ on liver and the pump was worn/located in the left pocket. The infusion was in use for one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress on the tubing and the pump was not dropped with the set connected to the body. The patient had already changed the set. No further information available.